Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found a leak from the tubing at the sweep flow reservoir (vc29). He observed that the seal for the tubing had broken causing a leak from the tubing. The fse replaced the tubing and resealed it to vc29 which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a clenz reagent leak from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was performing normal routine operation when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls. There was no report of injury or biohazard exposure to open wounds or mucous membranes.